Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting their pump, and after completing the reset process, the error did not display again. The customer successfully initiated their sensor session following this resolution.